Event description:
Caller reported discrepant low troponin (tni) results on the triage cardiac panel when compared to the hospital lab analyzers. A (B)(6) male pt presented with atrial fibrillation with rapid ventricular response (rvp). Initial diagnosis was acute coronary syndrome (acs). Initial ECG revealed sinus bradycardia with premature ventricular contraction (pvc). Pt was discharged on (B)(6) 2012 with final diagnosis of: atrial fibrillation; chronic ischemic heart disease; atherosclerosis; old myocardial infarction (mi).

Manufacturer narrative:
No pt samples were returned for investigation. Product support tested calibrator h (cal h) with retained devices from lot w51478 for observations of tni recovery. Conclusion: no discrepant or low bias in tni recovery was observed with any samples tested on device lot w51478. No device issues or error codes were observed. Product support could not replicate customer's complaint. Sample interferences cannot be ruled out. As of 09/14/2012, there have been (B)(4) complaints against device lot w51478. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.